Event description:
The original report received for the (B)(4) study indicated during index procedure, the angioguard rx deployed prematurely in sheath of the guide catheter. The product was returned for evaluation and it was noticed that one of the struts of the filter basket was separated from the proximal joint. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified, but not tortuous. The rate of stenosis was 90%. An angioguard (601814rmc/ lot 70811542) was inserted and advanced to the lesion, but during advancement the filter basket prematurely deployed in the guidecatheter. Therefore, the device was removed and another angioguard (601814rmc/ lot 70211510) was deployed distal to the lesion. The lesion was pre-dilated and a precise (pco840rxc/ lot 15512559) was successfully deployed in the lesion. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. The product was returned for evaluation and testing and analysis showed that the filter basket and coil tip were observed and it was noticed that one of the struts of the filter basket was separated from the proximal joint, no issues were noted on the coil tip.

Manufacturer narrative:
The original report received for the (B)(4) study indicated during index procedure, the angioguard rx deployed prematurely in sheath of the guide catheter. The product was returned for evaluation and it was noticed that one of the struts of the filter basket was separated from the proximal joint. The patient is a (B)(6) male who was enrolled in the sapphire study for stenting of the proximal left internal carotid artery (ica). The vessel was described as severely calcified, but not tortuous with a 90% stenosis. An angioguard was inserted and advanced to the lesion, but during advancement the filter basket prematurely deployed in the guide catheter. Therefore, the device was removed and another angioguard was deployed distal to the lesion. The lesion was pre-dilated and a precise was successfully deployed. There was no reported injury to the patient and was discharged the next day. The product was returned for evaluation and testing and analysis showed that the filter basket and coil tip were observed and it was noticed that one of the struts of the filter basket was separated from the proximal joint; no issues were noted on the coil tip. One non-sterile angioguard rx was received coiled in a plastic bag, deployment sheath was found compressed at 12.4cm from distal end, also residues of dried blood were found on the deployment sheath and delivery wire, no other anomalies were noted; delivery wire was found inside the deployment sheath and filter basket found was outside, the torque device was found attached to the proximal section of the delivery wire. Filter basket and coil tip were observed under the microscope and it was noticed that one of the struts of the filter basket was separated from the proximal joint, no issues were noted on the coil tip, sample was sent for further analysis. Results showed evidence of an indentation on the edge of the strut and ductile dimples on the fracture surface; this observed conditions suggest that consequent to the indentation a pulling/ stretching event led to the fracture condition. The indentation did not exhibit evidence of deposited material. Results also showed that the surroundings of the strut fracture/separation surfaces presented evidence of chemical attack; however, it was not possible to determine conclusively when or how the chemical attack occurred. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as 'delivery system premature deployment-in guide catheter' was confirmed, the filter basket was received already deployed, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to this particular event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore regards this failure no corrective action will be taken at this time. The failure found during the analysis 'filter basket strut - fractured' is related to corrosion according to analysis, the cause of the corrosion could not be conclusively determined. An internal investigation has been initiated to evaluate this issue.

Manufacturer narrative:
The cc has been updated to reflect additional information regarding product analysis. The original report received for the (B)(6) study indicated during index procedure the angioguard rx deployed prematurely in sheath of the guide catheter. The product was returned for evaluation and it was noticed that one of the struts of the filter basket was separated from the proximal joint. The patient is a (B)(6) male who was enrolled in the sapphire study for stenting of the proximal left internal carotid artery (ica). The vessel was described as severely calcified, but not tortuous with a 90% stenosis. An angioguard was inserted and advanced to the lesion, but during advancement the filter basket prematurely deployed in the guide catheter. Therefore, the device was removed and another angioguard was deployed distal to the lesion. The lesion was pre-dilated and a precise was successfully deployed. There was no reported injury to the patient and was discharged the next day. The product was returned for evaluation and testing and analysis showed that the filter basket and coil tip were observed and it was noticed that one of the struts of the filter basket was separated from the proximal joint; no issues were noted on the coil tip. One non-sterile angioguard rx was received coiled in a plastic bag, deployment sheath was found compressed at 12.4cm from distal end, also residues of dried blood were found on the deployment sheath and delivery wire, no other anomalies were noted; delivery wire was found inside the deployment sheath and filter basket found was outside, the torque device was found attached to the proximal section of the delivery wire. Filter basket and coil tip were observed under the microscope and it was noticed that one of the struts of the filter basket was separated from the proximal joint, no issues were noted on the coil tip, sample was sent for further analysis. Analysis results showed evidence of an indentation on the edge of the strut and ductile dimples on the fracture surface; this observed conditions suggest that consequent to the indentation a pulling/ stretching event led to the fracture condition. The indentation did not exhibit evidence of deposited material. Results also showed that the surroundings of the strut fracture/separation surfaces presented evidence of chemical attack; however, it was not possible to determine conclusively when or how the chemical attack occurred. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as 'delivery system premature deployment-in guide catheter' was confirmed, the filter basket was received already deployed, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to this particular event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore regards this failure no corrective action will be taken at this time. The failure found during the analysis 'filter basket strut - fractured' is related to corrosion according to analysis, the cause of the corrosion could not be conclusively determined. This fracture is not attributed to a manufacturing defect. (B)(4) has conducted a DHR review and investigation into the fracture and noted no discrepancy. The fracture appears to have occurred as a result of corrosion to the product that resulted from environmental and handling of the product after use. There is no risk to the distributed product. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, per the device analysis the fracture appears to have occurred as a result of corrosion to the product that resulted from environmental and handling of the product after use.